Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge was unable to be loaded onto the pump. Reportedly, there was a gap at the top of the cartridge near the micro delivery system that would not allow the cartridge to be loaded onto the pump. The customer was able to successfully load a different cartridge onto the pump. There was no impact to the customer's blood glucose level.